Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('cramps/pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cannabis use. On (B)(6)2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), panic attack ("panic attacks"), gastrointestinal disorder ("bowel issues"), nausea ("nausea") and abdominal pain lower ("cramps/ pain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2019. At the time of the report, the pelvic pain, anxiety, panic attack, gastrointestinal disorder, nausea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, gastrointestinal disorder, nausea, panic attack and pelvic pain to be related to essure (ess205). The reporter commented: surgical pathology report: endometrium: benign proliferative endometrium. Myometrium: no diagnostic abnormality. Cervix: high-grade sil (hpv/cin 2-3), margins negative. High-grade sil was identified in the cervix and the entire cervix was submitted for evaluation. The metallic coils were grossly examined, fallopian tubes: benign tubes with metallic coils and benign paratubal cyst of left tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: medical records received. Case became medically confirmed. Patient date of birth was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('cramps/ pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cannabis use. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), panic attack ("panic attacks"), gastrointestinal disorder ("bowel issues"), nausea ("nausea") and abdominal pain lower ("cramps/ pain"). The patient was treated with surgery (essure removed on (B)(6) 2019). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, anxiety, panic attack, gastrointestinal disorder, nausea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, gastrointestinal disorder, nausea, panic attack and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: case became serious incident. Essure implant and removal dates added. Seriousness criteria medically significant and intervention required was ticked to event pelvic pain. Indication was added and product was recoded as it was inserted before (B)(6) 2007. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('cramps/ pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cannabis use. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), panic attack ("panic attacks"), gastrointestinal disorder ("bowel issues"), nausea ("nausea") and abdominal pain lower ("cramps/ pain"). The patient was treated with surgery essure removed on (B)(6) 2019. Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, anxiety, panic attack, gastrointestinal disorder, nausea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, gastrointestinal disorder, nausea, panic attack and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.